Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - one week post implantation, low sensing amplitudes and a loss of capture were reported. X-rays reportedly confirmed a perforation. The lead was explanted, but not returned to biotronik. No additional adverse patient side effects have been reported.